Event description:
It was reported that customer experienced continuous glucose monitor error and sensor was not working properly. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and after reset pump no longer displayed error and customer successfully started new sensor session.